Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the flickering screen was due to the poor condition of the ccd unit. The most likely cause of this complaint is expected to be predictable or random component failure, rather than a design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.

Event description:
It was reported that the bronchovideoscope exhibited a flickering screen. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.